Event description:
The customer used the device to check their blood glucose and obtained a result of 438mg/dl. The result did not match how pt felt and they took insulin. Fifteen minutes later emt's were called and their meter read 38mg/dl. Pt was treated with unknown glucose. Controls were run on the system and out of range. The device was replaced and requested to be returned for eval.